Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A physio-control service representative was performing preventive maintenance on a customer device and observed that the device would power on and off by itself. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. The customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
A physio-control service representative was performing preventive maintenance on a customer device and observed that the device would power on and off by itself. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.